Manufacturer narrative:
(B)(4). Physio-control evaluated the customer device and verified the reported issue. Physio replaced one of the device's battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed battery pin was further evaluated by physio-control. Physio determined that the cause of the reported issue was due to the battery pin missing its shroud which cause it to not make proper contact with the battery.

Event description:
The customer contacted physio-control to report that their device would not power. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The patient was a (B)(6) female. Patient information fields have been updated.

Event description:
The customer contacted physio-control to report that their device would not power. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.